Manufacturer narrative:
A2: age at time of event: 42 (units not specified). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were tiny holes in the tubing of a homechoice cassette which resulted in a leak. There were droplets of solution on the outside of the tube. This occurred during drain of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.